Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated insulin pump display did not returned after insulin pump restart. Customer did not bumped or dropped the insulin pump. Customer stated that the pump was not exposed to moisture. Troubleshooting was performed. Customer was unable to complete the time and date setup after multiple attempts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.